Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device was explanted and replaced. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Healthcare professional reported "rupture found when devices were explanted" this record is for the right side. Device was explanted and replaced.